Manufacturer narrative:
The reported condition is currently being investigated.

Event description:
Incident details surrounding event. "The console was making a strange noise on 12/16. The console never got past the probe self test on (B)(6) 2022 either. Patient" under general anesthesia on both days and had to be woken up and told that they were unable to have their ablation due to console/probe failures." Mara console gen-16-050 e-complaint: (B)(4).

Manufacturer narrative:
Investigation: x-inspect returned samples *analysis and findings (B)(4). *was the complaint confirmed? No. Distribution history: the complaint unit was purchased from aegea medical, by csi on (B)(6) 2021, shipped on (B)(6) 2022. Manufacturing record review: a review of the device history record could not be performed as the record could not be located at the time of this investigation. If the DHR should be located going forward, it will be reviewed, and this complaint amended accordingly. Incoming inspection review: the aegea incoming console - aegq-2043 was reviewed and no non-conformities, related to the complaint condition, were noted. Service history record: no prior service history record was found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions to "never got past the probe self-test," attributed to a defective probe, end user mishandling or could not be reliably determined. Product receipt: the complaint unit was returned on 01-19-23 under RMA (B)(4). Visual evaluation: visual examination of the complaint unit revealed a secondary condition: internal connectors were found to be loose or disconnected. Functional evaluation: complaint unit was evaluated and found not to function properly. The audio was not working due to the loose/disconnected cables. Root cause: root cause not applicable as the complaint condition was not confirmed and the secondary condition, may have been due to internal connectors which were loose or disconnected. *correction and/or corrective action: the loose/disconnected cables were re-resecured, and the unit function was verified with qa spec sop-serv-043. The unit is being stocked as a demo. Mara consoles are now being freighted on skids to minimize impact and engineering has redesigned the product packaging and qualified it for use with new units. Coopersurgical will continue to trend this complaint condition. No further training is required since the complaint was not confirmed. *preventative action activity : coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Incident details surrounding event: "the console was making a strange noise on 12/16. The console never got past the probe self test on 12/16/22 either. Patitnet" under general anesthesia on both days and had to be woken up and told that they were unable to have their ablation due to console/probe failures." 1216677-2023-00001 mara console gen-16-050 (B)(4).